Event description:
The physician reported pacing failure relative to the subject device during a pacemaker replacement procedure another pacemaker was implanted instead.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported pacing failure relative to the subject device during a pacemaker replacement procedure another pacemaker was implanted instead.